Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. A balloon catheter and drug coated balloon were used to treat the lesion. When the opticross was being inserted for final confirmation, the device separated outside the patient approximately 28 cm from the tip. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. A balloon catheter and drug coated balloon were used to treat the lesion. When the opticross was being inserted for final confirmation, the device separated outside the patient. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly and the imaging window detached near the lapjoint section. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.